Manufacturer narrative:
The reported issue was not confirmed. The condylar screw was classified as primary product by the event description. An investigation and a review of the DHR were not possible because the implant and the lot code were not available. Furthermore no additional information like x-rays or surgery records was provided. The root cause could not be determined. Potential causes: wrong implant size, wrong implant positioning, wrong implant combination, patient related (pain sensitive, overloading the implants). The IFU includes several warnings that the implant size, position and combination must be checked pre- and intra-operatively; furthermore patient related effects are also listed. The operative technique for the t2 scn system describes the correct handling and implantation of the implants in detail. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. Device will not be returned.

Event description:
The patient underwent the surgery with t2 scn. After surgery, the patient felt the pain at the condylar screw. The patient was revised to remove the condylar screw. This case was acquired from the central japan journal of orthopaedic surgery & traumatology (case 1).